Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a crack in the y-injection site was confirmed, but the exact cause could not be determined from the three photographs that were provided for investigation. The photographs showed a y-injection site. One photo showed the y-injection site without a cap. Two photos showed the y-injection site with what appeared to be the same non-vad injection cap. A longitudinal crack was observed in the y-injection site. The crack was located through the threads of the open port. One of the photos showed liquid squirting from the crack. The reported event was confirmed from the images; however, the cause could not be determined from the information and evidence provided by the complainant. A lot history review (lhr) of asdvf020 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the needle cracked near the y connection. It was stated the port had been accessed for several days due to treatment.